Event description:
During a patient's prophylactic generator replacement surgery, a high impedance warning message was observed upon interrogation of the generator. Diagnostics were performed twice, once prior to generator replacement and once again after the new generator was implanted, and resulted in high impedance both times. The patient's existing lead was then replaced with a new lead. The explanted lead and generator were not returned to the manufacturer for analysis. No additional relevant information has been provided to date.